Manufacturer narrative:
Technician found bed in ICU storage area. The left siderail controls are not working. The service required led is flashing. Found: fluid leaked on the left caregiver pc board. Replaced the left caregiver pc board to resolve issue.

Event description:
Facility alleged that the left siderail controls were not working. No alleged injuries reported by the account.